Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2022-08378. Related manufacturer report number: 2017865-2022-08379. A patient's pacemaker (pm), right ventricular (rv) lead, and atrial lead were received. Return documentation indicated the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.